Event description:
It was reported that the customer was using the continuous glucose monitor when it alerted her of a low blood glucose level. However, when she verified her blood glucose level was 120 mg/dl and the insulin pump went into threshold suspend. The last time the customer wore the continuous glucose monitor was three weeks from the time of the report. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).